Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3887-33, lot# j0564082v, product type: lead. Product ID: 3887-33, lot# j0564082v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient had their ins explanted 6 years ago because the electrodes were ¿burning out.¿ no further complications are anticipated.